Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to start a sensor with the ilet app and scanning did not work because the user had a freestyle libre 3 sensor instead of the compatible libre 3 plus sensor; the agent assisted the user in replacing and starting the correct sensor type and then transferred the call to the sensor manufacturer for further support. No adverse clinical symptoms reported. Outcomes included successful initiation of the correct sensor with no medical intervention. User support included troubleshooting and education and coordination with the partner organization for device-specific support. Investigation of this case revealed use of an incompatible continuous glucose monitoring sensor with the ilet system, which prevented successful pairing until the correct sensor was used. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor model.